Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer returned the device stating, ¿the device failed despite battery being charged¿; during device evaluation it was found that the downstream occlusion (dso) sensor was defective. The customer complaint was confirmed but unable to identify a root cause.

Event description:
The customer returned the device stating, ¿the device failed despite battery being charged¿; during device evaluation it was found that the downstream occlusion (dso) sensor was defective.